Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported, right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Physician reported right-side deflation. Device remains implanted.

Event description:
Physician reported right-side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 28/may/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h6.

Event description:
The device has been explanted.